Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial#: (B)(4), implanted: (B)(6) 2020, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the hospital and "totally confused". The physician was checking the patient's parkinson's medication but thought it could be the device. The confusion started a week ago before receiving the new device. The healthcare professional (hcp) reported that the patient was at the hospital because of cognitive issues and hallucinations. They were not sure if the ins was influencing these and was going to turn the ins off to see the relatedness. The patient had cognitive issues, high anxiety, and hallucinations for a few months.